Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient was hospitalized with dka. Caller stated patient's blood glucose levels were close to 500 mg/dl. Caller reported patient was taken to the hospital via ambulance and admitted for 7 days; no blood glucose levels were provided. Caller stated patient was taken off of the pump and treated with saline IV and insulin injections. Caller reported patient's doctor suspected that his pump was not delivering properly. Requested return of the alleged device for evaluation.